Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell and crease folding along with a missing piece of shell (0-25%). A microscopic analysis was performed which identified, broken crease on the posterior and non-penetrating nick. Based on the device analysis the final assessment is: a broken crease on the posterior edge due to fold flaw opening. Missing shell due to inconclusive.